Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported the patient experienced a cardiac perforation. During a left atrial ablation procedure, while the intellamap orion high resolution mapping catheter was in the body, a cardiac perforation was discovered and the patient's blood pressure dropped. They treated the perforation and the procedure was over. The ablation was only halfway done. The patient was "fine." They were not sure if it was caused by the transseptal or the catheter, however they believe that it was with the transseptal. The manufacturer information of the transseptal was not reported.